Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels as high as 528 mg/dl. The cause of the elevated bg was unknown, however, the customer felt that diet may have been a factor. Although requested, the customer declined to provide any additional information.